Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, the white tissue pad came off and fell into the pt. The pad was removed and another device was used to complete the procedure. There was no pt consequence.